Event description:
It was reported the patient had a skin ulcer at the connection of the lead and extension. Antibiotics were given as an intervention. The ulcer was due to dermal thinning of the skin at the connector site. The event required hospitalization and was considered resolved. The event was noted to be related to the lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37612, implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37612, implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387-28, implanted: (B)(6) 2014, product type: lead. Product ID 3387-28, implanted: (B)(6) 2014, product type: lead. Product ID 37086, implanted: (B)(6) 2014, product type: extension. Product ID 37086, implanted: (B)(6) 2014, product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported there was thinning skin in the right post auricular region. No anomaly of the leads at implant procedure was noted and no infection was present. No anomaly in the connector site. The event was due to the process of treatment. There was no causality with the event and stimulator, and any other causality was unknown at the time of report.

Manufacturer narrative:
Concomitant: product ID 37612, implanted: 2014-(B)(6), product type implantable neurostimulator. Product ID 37612, implanted: 2014-(B)(6), product type implantable neurostimulator. Product ID 3389, implanted: 2014-(B)(6), product type lead. Product ID 3389, implanted: 2014-(B)(6), product type lead. Product ID neu_unknown_ext, implanted: 2014-(B)(6), product type extension. Product ID neu_unknown_ext, implanted: 2014-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the classification by pathology of dystonia. The details noted that it was primary sporadic.